Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) test performed to ensure conversion. During the dft test, the patient was induced in ventricular fibrillation (vf), however, neither the first nor the second shock were able to convert the patient vf. The sinus rhythm was ultimately restored by delivering an external shock. Reportedly, the system placement is adequate and the shock impedance is within expected range. The physician decided to perform dft test once again and the sinus rhythm was restored with the first shock. Further review by technical services (ts) was requested due to the cause of the ineffective dft test. Ts discussed one possibility could be driven by medication, as well as high body mass index or patient conditions. However, the information appears to point to medication as system placement and shock impedance look appropriate. The s-ICD system remains in service. No additional adverse patient effects.